Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and confirmed the customer-reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis. A review of the logs for the vse instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the e-100 generator logs show the instrument (pn 480422-03, lot k18240822-0366) performed 11 seal events with no errors. The other logs show error code 25913, with p values indicating e-100 recoverable error: "instrument high initial starting impedance," however, the timestamp of this error is a couple minutes before the first seal event timestamp for this instrument. There was no indication in the logs that this instrument was unable to clamp or cauterize. The probable root cause is attributed to manufacturing process.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument would not clamp or cauterize when applied to tissue. The procedure was completed with no reported injury.